Event description:
It was reported that the handpiece began overheating then stopped during a surgical procedure. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece has been rec'd at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the bearings were broken and corrosion was found in the motor, rotor and sagittal head. The bearings, front housing, and other components were replaced.